Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal five drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an automated vision system to ensure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bowel resection, on the third firing on mesentery, the device only deployed staples 1-2cm of the staple line. Three rows of staples formed and on two rows, the staples did not form of that centimeter; the device locked and would not complete the firing. Another device was used to complete the procedure. No adverse consequences reported.